Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. No further information will be asked for this complaint as it pertains to (B)(4) study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the patient, while getting up to go to the bathroom on evening of (B)(6) 2015 disconnected controller from a/c power and experienced a "no power alarm" with one battery connected to controller. He quickly added a second power source and realized the existing battery connection was somewhat loose. Upon further inspection he noted a bent pin on controller side. The patient was seen in clinic on (B)(6) 2015. Log files sent for analysis, no double power disconnect seen in log file analysis. The controller exchange performed and the patient tolerated well.

Manufacturer narrative:
Log file analysis did not reveal any anomalies during the analyzed period. A "no power" alarm was not recorded in the logs. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. A "no power" alarm was not recorded in the logs. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to corrosion and contamination on power port 1's connector. No bent pins were observed in the controller's connectors. A possible root cause of the reported event may be due to corrosion and contamination on the pins within power port 1. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.